Manufacturer narrative:
Additional information has been requested. No anomalies found by review of device history record, product met all specifications when released. Reported event resulted from the failure of the customer to follow published instructions for use. (B)(4).

Event description:
An ophthalmologist reported that one day following toric intraocular lens (iol) implant surgery in the left eye, the patient presented with an unplanned lens rotation. The target axis of the iol was at 170 degrees, but instead, it was at 10 degrees. The surgeon is concerned that the positioning system provided incorrect axis placement. Additional information has been requested.

Manufacturer narrative:
No anomalies found by review of device history record, product met all specifications when released. A wrong registration proposal was confirmed by the user. Reported event resulted from the failure of the customer to follow published instructions for use. The manufacturer internal reference number is: (B)(4).